Event description:
(B)(6) home health registered nurse reporting pump issue. Registered nurse reports curlin pump giving error with air in line. Registered nurse states they check every time they infuse medication and makes sure no air is in the line, but from past infusion it keeps alarming during infusion and registered nurse has to stop pump and troubleshoot which takes time and makes infusion longer than expected. Registered nurse is requesting new pump, new pump approved. Device serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if medical doctor is aware. Dose/amount: privigen - 100gm. Privigen frequency: infuse 100 gm (1000 ml) intravenously over 3 weeks in divided doses in a 4 week cycle. (Week 1: 35 gm, week 2: 35 gm, week 3: 30 gm, week 4: off). Did patient miss a dose or have an interruption to therapy? - yes, registered nurse has to stop pump to troubleshoot. Did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes is device associated with event available for return? -unknown.